Event description:
It was reported to boston scientific corporation that two wallflex esophageal fully covered stents were implanted within a cancer patient, during an esophageal stent placement procedure on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous, however no dilatation was performed prior to the procedure. During the procedure, the first stent (the subject of manufacturer report # 3005099803-2010-04834) was implanted within the patient's esophagus; however due to a measuring error, the stent was too short for the stricture. The physician stated that this was not an issue with the device and confirmed that the size of the device was within specification. The size of the stricture is unknown. A second stent was implanted in order to successfully bridge the stricture. The procedure was completed with these two devices. Approximately three days post procedure, the patient came back for a routine follow up radiograph, where it was discovered that both of the stents had migrated. Other than a radiograph, it is unknown if any intervention was performed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.